Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). Note: item 454003 is not sold in the us, however this report is being filed because comparagle eaypump items are sold in the us. We have informed our manufacturer accordingly. Summary of root cause analysis: wrong flow restrictor of 30 pieces was detected from the microbore / glass tube cutting record of that particular complaint batch. The root cause of fast flow rate was due the wrong flow restrictors were assembled to product easypump ii lt 500-12.5-s. New critical CAPA has been initiated to address this issue.

Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). Note: item 4540003 is not sold in the us, however this report is being filed because comparable easypump items are sold in the us. We received two used, empty easypump ii lt 500-12.5-s without packaging. The provided samples were subjected to a visual examination.. Damages that would lead to a malfunction were not detected at the samples. As described by the customer the easypump has diffused in 3 hours instead of 12 hours. In addition the samples were filled with nacl 0.9% up to the nominal volume (500 ml) and a functional test respectively a leak test was carried out. After opening the clamp clip both pumps did work immediately (solution was running). Leakages were not detected. Furthermore the flow rate of the pumps was tested. Nominal: 40 ml/h actual: sample 1: 214.6 ml in 1 h; 373.9 ml in 2 hrs; empty in 3 hrs. Sample 2: 212.1 ml in 1 h; 365.3 ml in 2 hrs; empty in 3 hrs. The flow rate of the inspected pumps is not within our specifications. A too fast flow (as described by the customer) could be confirmed at the tested samples. Device history record (DHR): reviewed the DHR and no abnormality observed during in-process and at final control inspection. A follow-up report will be provided, after the statement from production site is available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in france): pump-flow rate-fast